Manufacturer narrative:
The device/components were request to return for possible failure analysis evaluation.

Event description:
The customer reported the unit powered down while running on a patient; unit alarmed correctly and they were able to turn the unit back on but swapped the unit out etc. No patient compromise. Customer has the unit running now with no problems. The unit has never had the 6k preventative maintenance (pm) so that is overdue. Carefusion technical support rep advised completing the 6k pm or the 12k pm early. No further information received.